Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that it took the patient a long time to get their handset working as it turns itself off. The communicator seemed okay but it took a long time before they can get connected. Agent reviewed lag information and assisted them in deleting data. They were able to get connected with any further issues.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.